Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to an unauthorized third-party repair, when a foreign material was used. Olympus will continue to monitor field performance for this device.

Event description:
The reported malfunction was found during inspecting prior to use. The therapeutic laparoscopic procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer, refer to b5.

Manufacturer narrative:
The device was not returned for evaluation . The device was inspected onsite at local service center. Device cannot be repaired and was advised to be disposed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A third-party distributor reported on behalf of the customer that the insulation of the forceps was damaged . The issue was found during maintenance. There were no reports of patient or user harm associated with this event. The device was repaired onsite at a local service center, and the jaw insulation on the device was identified to be damaged. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.